Event description:
It was reported that the device had not been active and was broken. It was noted that the battery was not working. It was noted that the caller was unsure when it stopped work and stated that the patient did not currently have a health care professional but would be seeing one after a month. It was noted that the future doctor would contact the manufacturer about fixing the device. It was noted that the caller was unsure of where the implant was internally in the patient. Additional information had been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377645, lot# v008189, implanted: 2006 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).